Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated;returned test strips are loosed strips;unable to evaluate. Returned meter found missing mode push button cover;unable to confirm complaint. The root cause of missing component is user mechanical impact.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 100 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of lo and lo using true result meter. The product is not stored according to specification in a plastic ziploc bag on the kitchen table. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer does not remember when she opened the test strips vial. Customer states the test strips are currently in a plastic ziploc bag, unable to provide lot# for test strips. Informed customer that never remove the test strips from the vial, strips must always be kept in original vial. Customer had a hard time following directions when retrieving last 5 results from meter memory. Customer was not able to read time and date on meter memory results that were obtained.